Event description:
It was reported occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. A systems check was started with tandem technical support, the customer declined to continue and reported supplies would be changed.